Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Customer was sleeping when she got a square wave bolus. Customer was advised that she might have slept on top of pump to accidently deliver the bolus. The customer declined to troubleshoot. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional's instruction. The customer was advised that the insulin pump will need to be replaced. Customer declined the option to troubleshoot for low blood glucose level. The insulin pump will be replaced. The product was returned for analysis.

Manufacturer narrative:
Findings: pump had unresponsive buttons at escape and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.